Manufacturer narrative:
The reported behavior is consistent with a known issue in which an internal corrective action was initiated. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure after 4-5 passes of the device, they noticed that there was a thin plastic like strings attached to it. The physician was able to complete the case. There was no patient injury.